Manufacturer narrative:
This report is submitted on june 6, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the physician, the skin has grown over the abutment and is infected. The patient is presently being treated with an oral antibiotic. The implant remains in-situ.